Event description:
It was reported that the u2 angled medium m attachment overheated during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered within internal components. Corrosion can cause increased friction between rotating components, which can cause heat to be generated.